Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) very slow boot. Device does re-boot a few times during long boot. Cleared up after running the programmer error logs. Display drops. System fan is loud. Keyboard is detached.

Event description:
It was reported the programmer experienced a slow, long boot condition upon power up. On several occasions, there was a spontaneous re-boot, just prior to a device interrogation and after "find device" was initiated, with the programmer rf (radio-frequency) head on a pacemaker. The keyboard is also detached. The programmer was returned for repair. There was no patient involvement.